Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the customer is seeing a piece of the end cap shaving off and falling into the needle luer upon removal. There was no harm, injury, complications or unplanned medical intervention required. This situation did cause a minimal delay in patient treatment as the nurse needed to obtain another huber needle. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged luer cap is confirmed and was determined to be supplier related. One 19 ga x 1.0 in. Safestep infusion sets with y-sites were returned for evaluation. An initial visual observation of the returned infusion sets revealed no obvious use residues throughout the returned devices. The white luer cap was returned attached to the proximal luer of the device. A microscopic observation revealed white material from the luer cap found inside the proximal luer of the infusion set. Microscopic observation of the white luer cap revealed a damaged luer cap where material appeared to be missing and uneven along the section of the luer cap that sits inside the proximal luer of the infusion set. It was determined that the cause of the failure was related to the manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.